Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple no delivery alarms. The customer's blood glucose was unknown. The customer also stated that they have tried all remedies but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.